Event description:
The patient had a lead extraction in 2009 to remove and replace a malfunctioning ventricular lead. This lead was removed due to subclavian crush. This lead was retained by the hospital. Associated devices: philos dr, 1028232-2009-01013.